Event description:
The customer reported to olympus that during preparation for use for an unspecified procedure, this camera head image was "cloudy." The procedure was completed with another device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to moisture inside lens. Additionally, other evaluation findings include the following: failed leak test. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): "if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity be observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation." The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer.